Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens into the pt's eye but the lens would not rotate in the bag. The incision was enlarged to remove the lens and a different type lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
.